Manufacturer narrative:
Product event summary: a pump and an outflow graft with unknown serial numbers were not returned for evaluation. The reported suction event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that a stent was placed in the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the reported event may be attributed to factors such as thrombus in the outflow graft, constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: heartware ventricular assist system ¿ outflow graft, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: (B)(4), mfg date: unk, (B)(4). This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to a significant increase in ventricular assist device (vad) suction alarms. A computerized tomography (CT) scan demonstrated narrowing of the outflow graft. The patient underwent an intravascular ultrasound and had a stent placed in the outflow graft with reduction in gradient and alarm burden. The vad and outflow graft remain in use. No patient complications have been reported as a result of this event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.